Manufacturer narrative:
Retained samples of the same lot have been inspected visually and electrically. Mechanical tests were performed on 4 retained samples. All tested samples were found to perform within limits. No faults were detected. The involved device has not been made available to us. We have requested additional information and our customer informed us the "ministry of health in (B)(6) does not expose the complainer, as it should always be considered "confidential" (...). Therefore, in such cases we are not able to request additional information, photos or samples to customers." However as described in the initial report the dispersive electrode was placed on the left calf and a cesarean section surgical procedure was performed. According to the user's description of the incident, they have deviated from the IFU: the IFU states the precaution: "choose a muscular or well vascularized convex skin site as close to the operating field as possible, but not closer than 15 cm, on adults preferably an upper arm or thigh. Make sure the site will not bear the patient's weight during surgery (...)". The cesarean section was performed on the patients lower abdomen. However, the electrode was placed on her left calf. There are locations suitable for placing the electrode far closer to the location of surgery (e.g. On front side of the right or left thigh) than the site chosen. (...) The IFU states explicitly "improper use of neutral electrodes can cause patient injuries. These instructions serve patient safety. Not following these instructions may lead to burns, pressure necroses or other skin trauma during use." We therefore conclude that the a user error caused or contributed to the incident.

Event description:
On july 30th, 2020 we have been informed about an incident involving a dispersive electrode. An cesarean section procedure was performed at an unknown hospital in brazil. A monitoring dispersive electrode (model skintact rs25) and an unknown generator were used. The initial reporter provided the following information [translated from portuguese to english language]: "the plate [dispersive electrode] was placed on the patient's left calf causing a mild burn during cesarean section." No information about the generator model, the power settings, the patient, how the skin was prepared and if and how the injury was treated have been disclosed to us.